Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was unsure if tampon pieces remained so her husband checked her and removed more pieces. She also saw her doctor who confirmed no tampon pieces remained inside her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.